Event description:
During an implantable pulse generator replacement procedure, it was discovered that the device was "contaminated". Upon discovery of the device's outdate status, the procedure was halted, the team was made aware, and the expired device was replaced after irrigation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the neurostimulator showed reduced battery capacity due to overdischarge.